Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ lead. (B)(4).

Event description:
It was reported while the stimulation was on the patient felt a burning sensation. The patient stated, the internal neurostimulator (ins) was sensitive and was "on fire". She was still receiving a 50% reduction in symptoms. The patient stated that the first ins needed to be replaced (B)(6) 2011 because, she was not able to recharge and that the current ins has not worked as well as she thought it would . She felt cramping. Patient felt relief in legs and not in back. Additional information has been requested, but was not available as of the date of this report.